Event description:
It was reported that an increase in capture threshold, a decrease in sensing and oversensing due to noise were observed on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed and the lead was in the original implant position. A revision procedure was performed and it was difficult to rotate the helix for repositioning. The rv lead was explanted and replaced to resolve event. The patient was stable with no consequences.

Manufacturer narrative:
Correction: b3.

Manufacturer narrative:
The reported events were unacceptable capture threshold, r-wave amplitude variation, oversensing noise and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil at the connector region was overtorqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and the helix clogged with blood/tissue. The reported events of unacceptable capture threshold, r-wave amplitude variation and oversensing noise were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.